Manufacturer narrative:
The information received indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31290209l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. The patient's blood pressure dropped after the procedure and cardiac tamponade was detected. The chest was opened (thoracotomy) and the patient was sent to the intensive care unit (ICU). This occurred after the papillary muscle area was ablated multiple times in the left ventricle (lv) with qdot micro catheter. The procedure itself was completed without any problems. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not observed. There were abnormalities observed prior to use of the product. The ¿physician wondered¿ that even an ablation index (ai) of 650 or so can cause tamponade. No error messages were observed on biosense webster equipment during the procedure. The patient has improved. No perforation was found. Additional information was received, and it was reported that a transseptal puncture was performed with a radiofrequency (rf) needle. Follow up has been requested for clarification on what abnormalities were observed prior to use of the product.

Manufacturer narrative:
Clarification was received regarding the previously reported abnormalities and it was confirmed that there were no abnormalities observed prior to use of the product. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).